Manufacturer narrative:
The returned instrument has been sent to the supplier for further analysis. Upon completion of the investigation, a supplemental MDR will be filed. This product was being used for treatment and not for diagnosis.

Manufacturer narrative:
The following information is supplemental to MDR 1045254-2011-00033 submitted 2011. On (B)(6) 2011, the customer further reported that: ''during a laryngoscopy and debulking of right hypopharyngeal mass, the freche cautery was attached to a valleylab force triad generator, cautery was set at 15/15.'' The product was received by medtronic xomed on (B)(6) 2011 and forwarded to medtronic xomed instruments for analysis. A visual examination showed that approximately 7mm of the insulation at the instrument's distal tip had been damaged. From the analysis it was determined that the coagulation was performed without starting at the lowest possible power setting, as recommended in the product instructions. The instructions for use states: the power should be slowly increased until the desired coagulation effect is achieved which reduces the possibility of the following problems: a) capacitive coupling b) damage to insulation c) increased risk of patient burns at high voltage.

Event description:
Description of original complaint: during a laryngoscopy and debulking of a right hypopharyngeal mass, the freche cautery was attached to a valleylab force triad generator and the cautery was set at 15/15. While cauterizing, the insulation at the tip of the instrument began to melt into the patient's tissue. An exploration of the field was conducted by the surgeons to make sure nothing was left behind. The surgeons stated that the surgical field was clear and there was no patient injury to report. Relevant events and information obtained for the reported case: the instrument was returned for evaluation. Under magnification, the tip shows scorch marks and that 3.4mm of insulation at the tip of the instrument was melted.